Manufacturer narrative:
Method: graft was not returned to rti for evaluation, therefore a re-review was performed of the manufacturing records, sterilization run reports, environmental monitoring results, quality control / assurance, and the complaint database for related complaints associated with the lot. Results: no deviations were noted during processing for lot nz14070045. This lot underwent a validated sterilization methology; tutoplast® which includes terminal sterilization by gamma irradiation after packaging. Environmental data and records generated during and around the time of processing for lot nz14070045 were acceptable. To date, rti has distributed 15 xenografts from this lot without related complaints. Conclusion: the device was not returned for evaluation. Records re-review results demonstrated no deviations during the manufacturing of implants from this lot they met all specification requirements and release criteria at the time of distribution. No related complaints were noted associated with this lot. Based on our records re-review and the information provided, this event is unlikely related to the xenograft implant. Device remains implanted.

Event description:
Rti surgical, inc. (Rti) and tutogen medical (B)(4), a wholly owned subsidiary of rti, received a complaint on (B)(6) 2015 indicating the patient, an (B)(6) female, developed chemical meningitis after a chari malformation procedure. The patient came back to hospital with bad headache. Physician treated with steroids and the patient got better. Patient's medical records were requested from the surgeon's office. Per phone conversation with the surgeon on (B)(6) 2015, the patient was diagnosed with chemical meningitis after a chiari malformation procedure with implantation of bovine pericardium dural graft. The patient presented within 2 weeks post-operative with headaches and nausea. She was diagnosed with chemical meningitis based on clinical presentation, given that she did not show signs or symptoms of infection. Lumbar puncture was not performed. The surgeon explained that after a posterior fossa procedure, patients can present similarly within the timeframe of 2 weeks post-operative, regardless of whether there is an implant placed. He treated the patient with steroids with improvement of symptoms. Patient is doing well. To date, rti has not received additional information.